Event description:
Extreme tortuosity present in the left common iliac artery resulted in a noted impingement upon the graft with the removal of the stiff wire guide. The impingment of the graft was observed in the graft material between two stent bodies. Due to the vessel relaxing to its normal position once the wire was removed, consideration was given to the forty-five degree angle of impingement. Another MFR's stent was deployed at the site, increasing the radial force and ultimately decreasing the angle at the site of the intervention. With the final viewing and completion anigogram, good flow was observed through the leg graft, no endoleaks were noted.